Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragmatic stimulation when lying on the left side. Fluctuating lfft ventricular pacing thresholds were noted from 3.25 - 5.0 v in various positons with diaphragmatic stimulation noted at threshold. The patient decided not to undergo lead revision as he felt well and elected to have the lead turned off. A three month follow-up was planned.